Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the insulin pump stopped working. The customer's blood glucose was unknown. The call got disconnected and was unable to complete the call. The customer was contacted back, but unable to communicate with customer.